Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as this event would have occurred most likely in (B)(6) as the commenter appeared to be speaking in present tense when referencing the event. Implant date: estimated to be (B)(6) 2019 as the commenter noted that the watchman was implanted approximately two and a half years prior to the event.

Event description:
It was reported via social media that a leak and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two and a half years post implant, the patient experienced a cva, which was identified via computed tomography (CT). Transesophageal echocardiography (tee) was performed, and a leak around the closure device was found. The patient was placed back on a blood thinner medication regimen.